Manufacturer narrative:
A definitive root cause could not be determined with the information provided. Additional data were requested but not provided. Patient sample was not available for further investigation. It was noted the customer was comparing two different testing methods. Per the product labeling, the measured hcgb values of patient's sample can vary depending upon the testing procedure used.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer alleged they received questionable intact human chorionic gonadotropin + the ss-subunit (hcgb) results for one patient on their cobas e411 analyzer, serial number not provided. The patient was suffering from a molar pregnancy and had undergone five cycles of chemotherapy, including drugs like methotrexate. The patient's hcgb was being tested for cancer monitoring as the patient was having a molar pregnancy and the drugs used were to bring the levels of hcgb to normal. Using the hcgb reagent for cancer monitoring has not been approved in the united stated. Monitoring pregnancy however is an approved use in the united states. The patient's sample had an hcgb result of 16.01 miu/ml. The sample was repeated and had results of 15.9 miu/ml and 15.5 miu/ml. The patient had a CT scan which was normal and did not match the results from the e411 analyzer. The sample was then tested on an abbott architect analyzer and the result was <2 miu/ml. The customer stated all the results were reported outside the laboratory. The sample was tested on another e411 analyzer and the result was 18.6. The patient was not adversely affected by this event.